Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and ketones on (B)(6) 2019 with blood glucose of 404 mg/dl. The customer was treated with fluids, intravenous and also treated with manual injections in the hospital. The customer was reported that the insulin pump had flow blocked alarm. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.